Manufacturer narrative:
(B)(4). Mfg date:the lot was manufactured january 27, 2016 ¿ january 28, 2016. The device was received for evaluation. Visual inspection was performed and revealed no evidence of a leak at the blue winged luer cap. Functional testing was performed by filling the device and manually tightening the cap. During and after fill, no signs of a leak were observed from the device. The device was found to operate within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the winged luer cap. This occurred after filling. There was no patient involvement. No additional information is available.